Manufacturer narrative:
The suspect device was evaluated onsite at the user facility. The reported problem was confirmed and the cause determined to be poor contact with the scope connector. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "b30" communication error occurred with multiple endoscopes. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The subject device was not returned but was repaired by a technician at the customer's site, and the cause could not be assumed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.